Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed for off no power without a prior low battery alert. The blood glucose reading was 107 mg/dl. The battery cap was not loose, cracked or damaged. The customer was sent a new battery cap. The insulin pump was not replaced or returned for analysis.